Event description:
The company received a report where it was claimed that the cuff of the device could not be deflated during patient use. The reporter stated that non routine extubation was performed and recannulation of a replacement tube was required. Attempts have been made to collect further information related to this report.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.